Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated the product is in process of being returned to the manufacturer. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Event description:
It was reported that the zimmer skin graft mesher had incomplete mesh. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The customer returned a skin graft mesher device for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated this skin graft mesher seven times. The last repair was december 4, 2017 where it was reported that the device was producing an incomplete mesh and the screws were replaced. This is not a related issue. The device history record (DHR) and previous repair report review for serial number (B)(4) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated 1.5:1 cutter serial number (B)(4) five times. The last repair was december 4, 2017 where it was reported that the device was producing an incomplete mesh and the cutter failed to produce a passing sample mesh. Initial qa inspection of the skin graft mesher revealed that the calibration and test mesh could not be performed due to the bent comb. The roller gear was also damaged. The 1.5:1 ratio cutter, serial number (B)(4) produced an incomplete mesh and was deemed non-repairable. The 2:1 ratio cutter, serial number 1(B)(4) produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the comb and gear. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the 1.5:1 cutter failed to produce a passing sample mesh. The pre-testing test mesh could not be performed due to the bent comb. The root cause of the incomplete mesh was due to the damaged comb and cutter. A damaged cutter or comb could cause a less than optimal mesh pattern and cause further damage to the device. The issue was resolved with the replaced comb and roller gear. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.